Manufacturer narrative:
The patient's date of birth, age, and weight are unknown. This information was not available from the facility. The patient experienced a thrombus occlusion and required intervention. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Report source: foreign country: (B)(6). The angiosculpt device was discarded by the facility, thus no returned product investigation was performed. Per the IFU, thrombus is listed under possible adverse effects.

Event description:
The angiosculpt device was used to treat a peripheral lesion on (B)(6) 2021 with no issues reported. However, the following day the patient experienced a thrombus occlusion in the ulnar artery and required intervention. The patient was treated with a nse balloon.